Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and needed assistance with sensor calibration. Blood glucose level at the time of the call was 495 mg/dl. Customer was assisted with sensor issues. The insulin pump was returned for analysis.